Event description:
It was reported that during the laparoscopic gastric band procedure the band was tested for leaks prior to inserting the device through a 15 mm trocar. After inserting the band and attaching the port another leak test was done. The surgeon took a huber needle and injected 11cc of saline into the port and unable withdraw the fluid. The surgeon went back and checked the band and there was a tear in the band. Another band was inserted through the 15mm trocar to complete the case with no patient consequence.

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during a case. Per the nurse, this has been a recurrent event for two weeks. The surgeon is comfortable performing manual air/gas exchanges, but was unhappy that the feature has not been available. The staff only recently informed their biomedical engineer of the issue. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Torn. The balloon was returned with a 7mm tear localized near the catheter connection and appeared to have been caused by a sharp instrument. It was also noted that the band/balloon was cover by black and brown stains. These stains were also observed on the port applier and injection port. A leak test was performed on the balloon with an unsuccessful result. A review of the product's instructions for use (IFU) was performed and it is noted that detailed instructions are provided regarding insertion of the band through the trocar. Per the event description; it is noted that a 15 mm trocar was used as instructed and that the band was successfully leak tested prior to insertion. Per IFU instructions all air needs to be withdrawn from the band and tubing following the leak test, as this will allow for smooth insertion thought the trocar. A potential cause of the reported event is the band was not completely free of air prior to insertion through the trocar, hence creating a smaller passage for the device and causing inadvertent damage to the band. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.